Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No sticky buttons or button error alarm was noted. No ramping numbers on their own or scrolling bar moving anomaly was noted. The insulin pump was also received with a minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window corner, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and alarmed button error. The customer stated that the up and down arrows seemed to be sticking, and she observed cycling numbers. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. She stated that she had just had some juice, and she was going to attempt to bolus and the buttons were not working. She also observed a hairline crack between the reservoir and esc button. She stated that she was unable to clear the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.